Event description:
It was reported that pump malfunction occurred when pump screen went dark and would not turn on. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Customer did not have insulin available to correct high blood glucose at time of call, and technical support instructed customer through multiple attempts to turn pump on using button presses and then by connecting pump to working power source, after which pump display turned on and showed malfunction message, and troubleshooting was continued by technical support. The customer did not have an alternate method of insulin therapy available. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy.